Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 3600 immunodiagnostic system. The definitive assignable cause could not be determined. Based on historical quality control data, there was no indication the vitros troponin I es reagent issue contributed to the event. However, the level 1 control does not adequately evaluate performance of the vitros troponin I es reagent to sample with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue could not be entirely ruled out as a contributing factor. It also could not be confirmed whether maintenance performed by the customer mitigated an instrument issue that may have contributed to the event. In addition, the customer was not following the sample collection device manufacturer¿s recommended centrifuge protocol; therefore, pre-analytical sample processing could not be ruled out as a contributing factor. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample (troponin I = 0.288 ng/ml versus expected < 0.012 ng/ml) obtained using vitros troponin I es reagent with a vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I patient result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).